Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving baclofen at 2500 mcg/day via a pump implanted either for intractable spasticity or non-malignant pain and post spinal cord injury. It was reported that the patient's pump and catheter were replaced in (B)(6) 2017. Following replacement, the patient's dose was decreased from 2500 mcg/day to 57 mcg/day. No patient symptoms or device issue were alleged that led to the replacement surgery. The event date was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.